Event description:
Two years and eight months post index procedure, the patient was admitted into the hospital with stable angina where angiography revealed 80% intra-stent restenosis at the distal edge of the stent. The patient had two stents implanted and recovered. The patient was admitted into the hospital, where angiography revealed three-vessel disease. The proximal left anterior descending (lad) had 95% stenosis, the 1st diagonal had 85% stenosis and the distal right coronary artery had 70% stenosis. The proximal lad was a type b2 lesion with no calcification or thrombus. The lesion was pre-dilated with a 2.5 x 15mm balloon at 6atms and was stented with a 3.5 x 23mm bx sonic stent at 14atms. Treatment of the other lesions was not reported.

Manufacturer narrative:
Please note that this device (pr23350/41003393) is distributed outside the united states; however, the stent is the same as the united stated distributed product (swh23350).